Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device paz322 batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The suture broke when sewing during the surgery. The broken residual suture was removed. Changed to another like device to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.